Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing shocking every few minutes. The shocking was all over. It would last for 5 minutes and then stop until it started again. It was noted that it would "take off" on the patient for about 5 minutes. The patient's device had adaptive stimulation enabled since 2 to 3 months prior to report. Since the adaptive stimulation was turned on when the patient would stand up they would feel a shock that would make their whole body inside shake. However, the shocking had been happening more often since the week prior to the report. There were no falls or trauma associated with this event. They had tried to increase and decrease the stimulation but that did not resolve the issues. They met with a manufacturer representative and had their device reprogrammed so the issues wouldn't be so bad and the patient wouldn't have to charge for 2 hours every day. The device still "took off" on the patient but it was noted that the patient could stand it how it was. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.